Manufacturer narrative:
Continuation of d10: 5071-53, lead implanted: (B)(6) 2010, dtma1d1 crt-d ,implanted: (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited a confirmed fracture, rising and high undefined impedance. The ra lead was capped and a new ra lead implanted. It was also reported that during the cardiac resynchronization therapy defibrillator (crt-d) change out procedure, as the physician attempted to re-insert the right ventricular (rv) lead back into position, and the device would not pace. The physician was advised to back out the crt-d setscrew, however the setscrew as not impeding the lead. The rv lead was analyzed and there were no performance issues. The physician indicated that there was no damage to the crt-d header upon removing from the pocket and, there was nothing vigorous that had taken place, noted an easy out of pocket removal. Additionally, it was reported that the crt-d only lasted four years. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.